Event description:
Claim letter received. Patient complained of pain, with crunching and clicking sensation, and hip dislocation, metallic synovial fluid and obvious significant metallosis within the surrounding capsule. There were free floating polyethylene fragments within the joint itself. There was obvious metal on metal wear along the femoral head as well. The liner was broken off into 6 pieces. The depuy liner model 1221-36-154 failed by breaking off into 6 different pieces. Doi: (B)(6) 2016 ; dor: (B)(6) 2020 ; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.